Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted due to dislodgement. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut 47 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. The conductor coil and insulation were found squeezed and deformed 38.5 cm proximal to the lead tip. The deformation probably resulted from a tight suture sleeve. Furthermore several cuts into the insulation were found, which most likely resulted from the explantation procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.